Event description:
N/a

Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) review cannot be performed as no lot number has been provided. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Therefore, root cause analysis cannot be completed at the moment device identifier #10381780267997.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported on behalf of the customer that during set up, an a2101 mayfield ultra base unit slipped due to a loose locking screw on (B)(6) 2018. The patient, unknown age and gender, was in contact with the device and was prepped for a cranial access for cranial stabilization. There was a two (2) minute surgery delay with no noted patient injury. The screw and a locking allen key were tightened and the case continued with no ongoing issue.